Manufacturer narrative:
Sending supplemental report to populate become aware date in the 'date received by manufacturer' field for the initial report received by FDA on june 07, 2024. This date was inadvertently left blank.

Event description:
The customer reported when the s8-3t transducer used on the epiq cvx ultrasound system was removed from the patient, it was in a flexed position. There was no patient or user harm associated with this event. The suspect transducer has been replaced to resolve this issue. Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Manufacturer narrative:
An r&d investigation was performed to identify the root cause of the reported issue. All testing passed and the issue was not reproducible. The engineering team determined the transducer was performing as designed. The transducer is safe and effective for its intended use.